Event description:
Troubleshooting for bad sensor alert was performed. Customer's blood glucose was 154 mg/dl. Verified alert on the insulin pump's history. Sensor was inserted on (B)(6) 2014, on her abdomen using the serter. Customer stated the alarm did occur after initialization and after second consecutive calibration error, protocol was explained to customer. Customer was advised to remove the sensor. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the blood glucose sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.